Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, doctor pulled the lens shooter out before the lens was injected. He then asked for the backup lens and did not want to use this lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint could not be observed. Intra ocular lens (iol) was not returned. Only the device was returned. The device was returned loose in the carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. The part of the plunger outside the nozzle tip is bent, this could possibly be due to the device being returned loose in the carton. The nozzle tip is damaged or deformed. Iol was not returned. The product investigation could not identify the root cause for the reported complaint lens shooter was pulled out before the lens was injected as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4 and d.9. The manufacturer internal reference number is: (B)(4).